Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding / clotting") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2020, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy, dilatation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, pregnancy with contraceptive device and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleeding. Discrepancy noted:date(s) of insertion: (B)(6) 2015. Discrepancy noted: did not undergo essure confirmation test diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result not reported. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding / clotting") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2020, the patient was found to have a pregnancy with contraceptive device ("pregnancy (termination)"). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy, dilatation and curettage). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain had resolved and the genital haemorrhage, dysmenorrhoea, abdominal pain, menorrhagia, metrorrhagia, vaginal haemorrhage, pregnancy with contraceptive device and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, abdominal pain upper, dysmenorrhoea, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: patient received treatment for dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding between periods), general abnormal bleeding. Discrepancy noted:date(s) of insertion: (B)(6) 2015. Discrepancy noted: did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: result not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and mr received: case become serious incident, essure removal done. Events added: pregnancy (termination), stomach pain, device ineffective. Rcc note added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.